Manufacturer narrative:
Additional narrative: service history review: lot 7366870: no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the item was broken. The repair technician reported the tip was broken. Tip broken is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. A product investigation was completed: one depth gauge (part 319.006 / lot 7366870 / manufacture date: may 2013) was received. The returned depth gauges shows light use during its 22 month lifespan. The hooked needle on the device is broken off at the base of the black body and was returned. Per the technique guide, the depth gauge is part of 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The damage appears to be the result of excessive weight being placed onto the needle during sterile processing and does not appear to be the result of normal use. The relevant drawing the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component is extra hard (B)(4), which is an appropriate material for an instrument component of this type. The dimensions, material, and tolerances are within specification. The design is adequate for its intended use and did not contribute to this complaint condition. Although the exact cause cannot be determined, the most probable root cause for this complaint is excessive force exerted on the depth gauge by placing / dropping heavy instruments on top of the device during the sterilization process. The complaint is confirmed, and the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the depth gauge for 2.0mm and 2.4mm screws broke. This was noticed in sterile processing. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.